Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had inserted a new battery and received unexpected restart alarm. The troubleshooting was performed and was advised to insert new battery and received an unexpected restart alarm. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self-test. No unexpected restart alarm and no reset anomaly noted during test.